Event description:
Mother called for son to report a pod that did not insert the cannula. She stated they placed the pod before bed and when they checked at lunch time, the following day the bg had risen to the 300's; she could not recall the exact reading and could not locate it in the device event history. When she checked the pod, she noticed she could not see the cannula and once it was removed, it was easy to see there was no cannula. The situation was rectified by replacing the device. No further issues were reported. The caller stated that the device would be returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.